Event description:
The patient was undergoing a coil embolization procedure in the middle meningeal artery (mma) using a swiftpac coil (swiftpac), midway 43 delivery catheter (midway 43), non-penumbra microcatheter, and non-penumbra catheter. During the procedure, while advancing the swiftpac coil into the target location, the swiftpac coil began to go into the retinal branch and the physician decided to retract the swiftpac coil to reposition the coil. However, while retracting the swiftpac coil, the physician experienced resistance and the swiftpac coil had unintentionally detached from the pusher assembly. It was reported that while attempting to remove the detached swiftpac coil using a snare device with aspiration, the swiftpac coil had fractured and separated at the proximal end. Therefore, the physician removed the proximal portion of the fractured swiftpac coil through the sheath. The physician attempted to remove the fractured portion of the swiftpac coil using the snare device, but the attempt was unsuccessful. The physician then used the midway 43 to push the remainder of the coil into the external carotid artery but then switched to a larger non-penumbra catheter to push the coil into the vessel. The procedure had ended at this point. There was no report of an adverse effect to the patient.

Manufacturer narrative:
The product was not returned for evaluation. Without the return of the device, the root cause of the problem cannot be determined. The manufacturing records for this lot were reviewed and did not reveal any outstanding discrepancies, design, or quality concerns.